Manufacturer narrative:
(B)(4). Although requested the device has not been received. A follow up report will be submitted should the device be received for evaluation.

Event description:
Received report stating: "leak occurred where distal end of tubing (2420-0500) connected to needleless valve on pt's extension set. Tightening did not help leak and most of medication was not infused. Is not clear if leak occurred because of needleless valve or luer connector on pump tubing. Sample was saved." The medication was daptomycin 350mg and there was no pt harm. The dose amount that did not infuse was replaced with new dose. No further pt or event information was provided.